Event description:
The iab leaked. Blood was noted in the catheter. The iab was removed and a second iab was inserted. (Event complications: none from the event-reported 3/3/98.) (Pt's current status: unk-rpt'd 3/3/98.)